Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID:: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s prior implantable neurostimulator (ins) was replaced due to patient error as they did not charge it. Additional information was requested, but was not available as of the date of this report.